Manufacturer narrative:
(B)(4). The handle latch on the incident device was jammed in the closed position and the jaws could not be opened. Visual inspection found the blade extended and a staple lodged in the hinge of the jaw. The staple prevented the knife from returning. With the knife in the extended position, the jaws cannot be opened. This is a designed safety issue. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the instrument.

Event description:
The customer reported that during the procedure, the device jaw would no longer open. The jaws were removed from tissue with some tissue damage. There was no bleeding and no patient injury. No further info on how the device was removed was available from the site.